Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a pressure sore on her back. The patient was reportedly bedridden and in the hospital. The hospital treated the pressure sore with an ointment and a bandage. Follow-up indicated that the pressure was improved.